Manufacturer narrative:
While performing preventive maintenance, the hill-rom technician found the ground prong was missing from the ac power cord. The cord was replaced to repair the bed.

Event description:
Ground prong missing from the beds ac power cord.